Manufacturer narrative:
(B)(4). It was previously incorrectly stated that lot number information could not be reviewed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be close.

Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
As reported by the ous affiliate, a codman distal catheter implanted a week earlier , appeared to be broken when viewed by x-ray and ultasound. Upon revision, it was determined that the catheter was not broken and had good csf flow. It was reimplanted. There were no reports of delay or patient harm.